Event description:
It was reported that the patient presented remotely via (B)(6).net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing. Programming changed were made. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing. Programming changed were made. Patient condition was stable.